Event description:
It was reported that a monarc sling was implanted in 2009. The patient developed "leg pain with the monarc". The action taken was sling removal in 2012, performed by a different physician.

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.